Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 51 mg/dl. Reportedly, customer inadvertently entered the incorrect amount for their extended bolus which decreased their bg level. Customer consumed carbohydrates to address bg. Tandem technical support conducted systems check and the pump was functioning as intended.